Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced a beep anomaly. Customer reported of not being able to hear the insulin pump beep after receiving a no delivery alarm. Customer's blood glucose was 546 mg/dl. Insulin pump passed self-test. Customer was assisted with programming insulin pump for long beep. Troubleshooting was performed for no delivery alarm. Customer declined troubleshooting for high blood glucose. Customer was advised that insulin pump would need to be replaced.